Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it was one open sample that pertain to the product code anx12. During visual inspection of the returned sample, it could be observed a foreign matter (apparently a piece of cardboard) between the ampule and the pen. Based on the information currently available, the foreign matter was identified during the investigation of the sample received. This product issue will be addressed through the quality system. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device pending investigation. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Spbbsu. Please describe the type of foreign matter that was observed. Fiber. Is it possible that the foreign material fell into packaging upon opening of device?unk. Please perform and document the follow up attempt for product return. We regularly contact with sales rep about the device returning. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2023 and topical skin adhesive. After the opening the package and before use, it was found that there was a foreign substance in the product. Further details are not provided. There were no adverse consequences to the patient. Upon receipt and analysis of the product it was noted to have foreign matter.